Event description:
The customer reported that when they opened the pads and placed them on a pt, the AED kept saying "check pads". The pads were replaced and the unit worked fine. The next time the customer tried to use the AED, it kept repeating the "check pads" prompt after the pads were opened and placed on the pt. A different AED was used on the pt. The pt survived.

Manufacturer narrative:
The customer will send the AED along with the unopened set of pads to cardiac science for eval.